Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative on behalf of a patient. It was reported that the patient saw some type of eri message, but the exact message the patient saw is not clearly know. The manufacturing representative noted that the patient¿s stimulator quit over thanksgiving, and needed to be replaced. It is unclear if the patient¿s device is one of the manufacturers. It was mentioned that the patient has a meeting scheduled with surgery to follow. The patient¿s identifying information is unknown. No other information is available. The indication for use is unknown.